Event description:
It was reported a few days after implant that the patient's right ventricular (rv) lead had dislodged as evidenced by oversensing that triggered the lead integrity alert (lia), elevated sensing integrity counts, a pacing threshold increase, and confirmed via x-ray. The lead function was programmed off and a procedure is planned to reposition the lead. It was also reported that there may be a pocket infection that will be treated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).